Event description:
Pt reported the lancet did not retract into the softclix lancet device sys. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect prod and replacement product was shipped.

Manufacturer narrative:
The suspect prod is the softclix lancet device.